Manufacturer narrative:
The initial MDR 2150060-2025-00021 did not include the correct serial number. It should be noted that steris is submitting a follow-up medical device report (MDR) under 2150060-2025-00021-01 solely due to a serial number change.

Manufacturer narrative:
A steris technician arrived onsite following the reported event and found that two of the cpc adaptor fittings were damaged subsequently causing water and disinfectant to leak from the unit behind the machine. The technician replaced the cpc adaptor fittings, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that two employees experienced inhalation/irritation effects while cleaning water and disinfectant that leaked from their advantage plus endoscope reprocessing system onto the floor. The employees went to the emergency room; however, it was not disclosed whether medical treatment was received. The employees returned to work the next day.